Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the storage space was not recovered. Customer tried to recover storage space, but it gives a message to contact technical support. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was not recovered. A field service engineer had arrived after the failed pocket was already removed by the technician to resolve the issue. To verify the repair, a field service engineer had observed that the escort successfully tested the pocket. The system functioned as intended after the field service engineer verified the device.